Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels (value not provided), dizziness, and fatigue. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Reportedly, the customer required assistance from parent to treat bg level via consumption of carbohydrates. Pump data review by tandem clinical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.